Manufacturer narrative:
D4 catalog number was corrected. An event regarding disassociation and altr involving a accolade stem. The event was confirmed by medical review. Method & results: device evaluation and results: visual,functional,material and dimensional inspection not performed as the product is not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that x-ray confirms disassociation of the head and photo shows damaged trunnion, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x- rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that patient was revised due to wear between head and trunnion, resulting metal debris converted into pseudo tumor. A review of the provided medical records and or x-rays by a clinical consultant rejected and stated that - x-ray confirms disassociation of the head and photo shows damaged trunnion, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x- rays and examination of explanted components. The exact cause of the event could not be determined required further information as well as patient history are needed to complete the investigation for determing the root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported "doctor says there was excessive wear between head and trunnion of stem. Patient presented with adverse local tissue reaction to metal debris resulting in pseudo tumor." Spoke to rep, he stated the explants are not being returned and no additional information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported "doctor says there was excessive wear between head and trunnion of stem. Patient presented with adverse local tissue reaction to metal debris resulting in pseudo tumor." Spoke to rep, he stated the explants are not being returned and no additional information will be available.